Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 650-0661, delta ceramic fem hd 36/0mm, 2019020332. 51-101070, tprlc 133 fp type1 pps ho 7.0, 6041877. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 1-month post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of the sterilization certificate confirms that the device was sterilized per specification. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.